Event description:
It was reported that during the implant procedure, the physician experienced positioning difficulties and the helix would not extend on the 3rd attempt. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): tip seal problem; the analyst noted that the helix would not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the implant attempt; full lead returned and analyzed. Evaluation summary (B) (4): helix will not extend due to dried blood in the tip end of the distal conductor. Also noted was a tip seal problem.